Manufacturer narrative:
Catheter investigation summary: no visual defects were found on the device during investigation. A review of the lhr found no issues or non-conformances related to the event. The lot history report was reviewed with no issues or non-conformances related to the event were noted.

Event description:
This was a lead management case to remove ICD lead due to pocket infection. The leads, medtronic (model unknown) lead for ra and boston scientific 0155 lead for rv, were implanted in 2007. Both leads were prepped with lld¿s (one lld-ez and one lld #2). The physician started with a 12f slsii laser catheter to extract the ra lead; however, he couldn¿t advance because of heavy adhesion. Then the physician made a decision to extract rv lead first using a 16f slsii laser catheter. The physician advanced to the distal segment of the rv lead and maintained traction. The lead eventually came free, but the blood pressure dropped. The surgeon performed a thoracotomy and repaired a 3cm tear in the svc with sutures. The patient stabilized, the case was continued and extraction for ra lead was completed.